Event description:
Biomed reported pt was receiving pca morphine and became unresponsive. Two staff members think etco2 did not alarm. Morphine was discontinued, pt was stimulated; abgs, blood cultures and chest x-ray were done. Pt placed on bipap, given narcan bolus, and narcan drip was initated. Pt is now fine with no lasting effects. Event logs received and investigation is ongoing. Follow-up report will be filed when investigation is completed.

Manufacturer narrative:
Pt info requested and all available info is included.